Manufacturer narrative:
Omit : a140502 - free or unrestricted flow (2945), b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while infusing chemotherapy and after it was completed, the nurse opened pump door and noticed that the safety clamp did not engage. It was mentioned that the staff reported this has happened a few times before. The pump and tubing bag was sent to the hospital's biomed department but unable to keep tubing as it had chemotherapy in it and could not be saved. It was then reported that the pump module was inspected and found that the sear was intact, the door springs freely, and the safety clamp was not damaged. There was patient involvement and no patient harm as the infusion was disconnected from the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that while infusing chemotherapy and after it was completed, the nurse opened pump door and noticed that the safety clamp did not engage. It was mentioned that the staff reported this has happened a few times before. The pump and tubing bag was sent to the hospital's biomed department but unable to keep tubing as it had chemotherapy in it and could not be saved. It was then reported that the pump module was inspected and found that the sear was intact, the door springs freely, and the safety clamp was not damaged. There was patient involvement and no patient harm as the infusion was disconnected from the patient.